Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to oversensing and inappropriate shock. It was noted that there was no pacing inhibition and therapy was not exhausted. A new lead was successfully implanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.